Event description:
It was reported that patient presented to hospital due to the skin over the pacemaker (pm) pocket has ulcerated and was discharging purulent fluid. The pm was eroded throughout the skin. The pacemaker (pm), atrial lead and right ventricle (rv) lead were explanted. The patient was stable throughout the procedure.